Event description:
The device was used during an incisional hernia repair procedure. Reportedly, bleeding occurred from the sutured area. The surgeon reported the knots unraveled. The pt was re-sutured and is reported to be in satisfactory condition.

Manufacturer narrative:
The reported condition was confirmed however, the exact cause could not be reliably determined. Corrective action has been implemented since the MFR of this production lot to address this condition.